Event description:
It was reported that a revision was performed due to the insert was not lock.

Manufacturer narrative:
Smith & nephew received the product reported as a field complaint. The affected device was returned and evaluated. A dimensional inspection was attempted; however, several of the device's attributes were deformed during the insertion attempt and could not be accurately measured. There were no manufacturing or material deviations noted during our investigation. In addition, an analysis was performed by the research and development team which revealed scratching and wearing on the proximal articulating areas of the insert. This was likely caused by the presence of third body debris in the articulation zone. There was also damage on the distal surface of the insert. This damage on the posterior surface of the insert most likely indicates that it was riding on top of the tibial base plate. The anterior lock showed minimal rounding of corners, which indicates that the insert may have never fully seated. Deformation was also observed on the post. There was also deformation at the anterior face of the insert most likely due to extraction of the insert. The legion insert failed due to disassociation, which may be due to the insert never being fully locked. Safety affairs we will continue to monitor this device/ failure mode for future complaints and investigate as necessary.